Manufacturer narrative:
The product in complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identifed that could have lead to the adverse event reported. Complaints will continue to be monitored for any trends.

Event description:
It was reported that a (B)(6) male patient underwent a right transcarotid revascularization procedure on (B)(6) 2019. The arterial sheath was positioned and flow was established. An angiogram with two views was performed and there was no evidence that a dissection occurred. Sheath entry was smooth without resistance. The 0.014 wire could not be moved out from arterial sheath at first, however, it was able to be moved up a few centimeters. After this, it was noted that the wire appeared in the wall instead of the lumen. The procedure was completed, however, a dissection was observed under imaging. A flap in the cca was observed. Transfemoral stenting (tf-cas) of the cca was performed. The physician believes that the dissection most likely occurred due to the movement of the arterial sheath after dilator removal, as the cca is still mobile after stitching the arterial sheath. No additional details were provided.